Manufacturer narrative:
Concomitant medical products: 5205 lead implanted (B)(6) 2017. 7075 ipg, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had facial bruising due to possible syncope. It was further reported that the right atrial (ra) lead had a fracture and exhibited high and undefined impedance. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.